Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c3 segment with a max diameter of 6mm and a 6mm neck diameter. The landing zone was 5.6mm distally and 5.7mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed contrast agent obviously retained in the aneurysm. It was reported that the catheter fg15150-0615-1s reached the distal end of the diseased blood vessel and pushed the ped-500-18. After the stent was successfully pushed to the lesion site and deployed to a certain length, the complete routine operation was followed. After repeated adjustments, the tip end could not be opened, so it was retrieved and removed from the body. After deciding to deal with the small wings outside the body, it was found that the tip end of the stent was severely deformed and could not be opened, and the tail end could not be opened either. The stent was replaced with ped-500-20 and deployed smoothly, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Conventionally, the ped was prepared to be opened and deployed in the straight section of the blood vessel. It was opened to a certain length, tension was applied, shaken, adjusted, retrieved and deployed. After many attempts, the ped could not be opened and could only be retrieved as a whole. Another one was replaced and tried again. After the replacement, it was successfully opened and deployed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped-500-18, lotno:b692911 ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal and proximal¿ was not confirmed as the braid's distal and proximal ends were opened and frayed. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.